Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: post-implant deep vein thromboses, vena cava perforation, device fracture, depression, embedment, and poking sensation. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported post-implant deep vein thrombosis, depression, and poking sensation are directly related to the filter and unable to identify a corresponding failure mode at this time. Catalog/lot# is unknown. However, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to post gunshot wound with paraplegia and lower-cord injury. Patient is alleging vena cava perforation and fracture. The patient is further alleging 3-4 post-implant deep vein thromboses, depression, and "feels like something is poking me in the inside, in my stomach area. I know it's broken in two places." Per a report from CT dated (B)(6) 2017, "positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of six prongs have perforated the ivc series 2 image 43. Maximum distance prongs perforated 25 mm series 2 image 43. Coronal images 0 degree tilt series 80312 image 21. Sagittal images 0 degree tilt series 80313 image 29. Diameter of ivc directly above filter 15 mm x 9 mm series 2 image 34. A prong is fractured and extends anteriorly in the abdomen approximately 25 mm best appreciated on series 2 image 43, series 80313 image 26. A second prong is seen embedded in a vertebral body best appreciated on series 2 image 44, series 80313 image 29." Per a report from CT dated (B)(6) 2018, "there is inferior vena cava filter, fractured leg more anteriorly and also abnormal extent of the legs in lateral directions bilaterally as well as posteriorly, posterior leg also extending through the anterior, inferior aspect l3 vertebral body to the l3-4 intervertebral disc space."

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.